Event description:
A user facility reported patients with decentered intraocular lenses (iol) following iol implant surgery. All surgeries were performed at the same facility by one physician. The physician stated he suspects the lens may have been damaged prior to or during insertion. It was reported this patient's iol dislocated eighteen weeks post operative. Additional information has been requested. This report is for of of the patients.

Manufacturer narrative:
The lens was not received by the manufacturer for analysis. It is not known at this time if surgical intervention occurred or if the iol was explanted. Additional information has been requested from the physician. The product met manufacturing specifications prior to release. Iol not received for analysis